Manufacturer narrative:
A ge service representative performed an on site investigation. The vertical movement switch was replaced along with the leg extension switch. The system was then found to be operating as intended.

Event description:
The customer reported the table's up/down movement was sticking and the leg extension was difficult to release. No report of patient or staff injury.